Event description:
It was reported that the patient experienced unspecified issues with a previous sling device. A surgical procedure was performed in which a new artificial urinary sphincter (aus) system consisting of a 4.5 cm cuff, a control pump and a 61-70 cm balloon was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.